Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006 patient presented with headaches, vertigo, dyspnea, urinary frequency and urgency, insomnia. Patient diagnosed with lumbosacral intervertebral disc herniation, vertebral compression fracture, radicular syndrome the limbs, lumbar ddd, and cervical ddd. (B)(6) 2007 patient presented with low back to bilateral, right greater than left, lower extremity symptomatology. Patient had previous fusion in 1995, 1998 and removal of hardware in 2000. Patient has a pain level of 8/10 and ambulates with a walker. Lumbar myelogram indicated "high-grade stenosis above the fusion at l2-l3 as well as stenosis at l1-l2 and t12-l1." CT scan indicated "severe central canal stenosis and biforaminal encroachment above the fusion at l2-l3, l2-2 and to a lesser extent t12-l1. Intact fusion from l3 to s1. High-grade compression fracture which I assume to be chronic at l4. Removal of hardware is noted with ghosts of previous pedicle screws." (B)(6) 2008 total hip replacement recommended. (B)(6) 2009 patient presented with back pain. Per the physician's notes, the patient "is suffering from intractable pain in the lumbar territory, anxiety and depression as well as neuropathic pain in the lower limbs." (B)(6) 2009 patient presented for allergy evaluation for shortness of breath, itching of her skin and eyes. (B)(6) 2009 patient was admitted to short term rehab following right total hip replacement surgery. Patient was discharged from rehab on (B)(6) 2009. (B)(6) 2009 patient presented for follow up. Per the physician's notes, "status post-right totally hip replacement... Patient has been having a great deal of difficulty with pain about the area of the right leg, mostly on either side of the knee, but some radiation going down the leg." Cortisone injection in the right knee was performed. (B)(6) 2009 patient presented for follow up. (B)(6) 2010 patient was admitted with lumbosacral disc degeneration. Patient underwent xlif l2-l3 and lumbar laminectomies with instrumented fusion t10-l3. There were no noted complications. (B)(6) 2012 patient presented to the emergency room with significant complaints of low back pain starting just below her rib cage, going all the way down her low back to the buttocks, status post fall. (B)(6) 2012 x-rays of the lumbar spine indicated "there does appear to be an acute osteoporotic fracture at the l4 level. There are postoperative changes with what appears to be a dlif at the l2-l3 level and there appears to be a left hip replacement on the right with severe degenerative changes on the left." (B)(6) 2012 patient was admitted with fever and leukocytosis. Patient was diagnosed with recurrent chronic obstructive pulmonary exacerbation, vertebral fracture, toxic megacolon status post colectomy with ileostomy, c difficile colitis, and acute renal failure. (B)(6) 2012 abdomen ultrasonography was performed for pain. Study indicated "diffuse colitis pattern, gallbladder distention." (B)(6) 2012 x-ray of the abdomen was performed for abdomen pain. X-rays indicated "suboptimal study. Air-fluid levels suggesting ileus or obstruction." (B)(6) 2012 patient presented with depressed mental status after surgery. Per the medical records, the patient had a subtotal colectomy 3 days ago. "The patient is only able to answer some simple questions and after much tactile stimulation." CT of the head-brain indicated "no significant change compared with (B)(6) 2012. No acute intracranial abnormality."